Event description:
I had lasik surgery on (B)(6) 2013 with dr (B)(6). Ever since the surgery I have had ghosted/double vision and see blurring in any environment other than one where is one single source of extremely bright light (such as outside on a bright day, sunny day). I also have dry eyes, terrible glare, moderate to severe eye pain, and shooting sharp pains in my face, starting around my eyes and shooting down my jaw line on both sides. I have terrible night time vision and difficulties driving at night to the point were I no longer drive at night unless absolutely necessary, and feel uncomfortable doing so. I can no longer enjoy tv/movies, or any other event such as a concert or church in a dim to dark environment because of the extreme double vision nad blurring I see. I also have trouble working on a computer in dim light due to the double vision/blurring as well. I also see slashed of fog/haze which shoot through my field of vision whenever I look to one side or the other. In addition, I now have a plethora of floaters that are floating through my field of vision at any given time which I never had prior to having this surgery. Its similar to taking a snow globe and shaking it up and all the particles float around, except for there is no shaking needed just permanent particles floating through my field of vision.